Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was underweight, had a broken shell, and fold creases. A visual and microscopic analysis were performed which identified a sharp crease break on the radius side, stress marks, and a missing shell. Based on the device analysis, the final assessment is a sharp crease break on the radius side assessed as a fold flaw opening and missing shell assessed as inconclusive. Additional, corrected, and/or changed data: b.5., d.6b., d.9., g.2., h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. Device remains implanted.